Event description:
¿IV tubing alarming for air bubble. Troubleshooting occurred x4. Removed from service. Insulin was infusing - noted one air bubble during one troubleshooting occurrence. Tubing lot information saved.¿ manufacturer response for infusion pump, infusomat (per site reporter). Bbraun is investigating the air in line issues.